Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that his blood glucose was 500 mg/dl due to three infusion sets that did not work correctly. The patient had issues with the sets not sticking to him due to the summer humidity. Troubleshooting was declined for the high blood glucose; the customer planned to bolus during the call. The customer was walked through an infusion set change. No products were returned and a replacement infusion set was shipped to the customer.